Event description:
It was reported that the ra lead exhibited high out of range pacing impedance measurements and oversensing of noise. The noise was thought to be from the minute ventilation signal. Technical services suggested turning off the rate response trend and performing isometrics and other lead testing to ensure the ra lead's integrity. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).